Manufacturer narrative:
Vyaire medical file identification: (B)(4). 81 other - the suspect device was not returned for evaluation; therefore, a definitive root cause could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that ventilator inoperable alarm occurred on the avea ventilator. At this time there was no information regarding patient involvement.